Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the loose o-ring came out of the insulin pump reservoir compartment. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed and found the damage was affecting/impacting pump functionality. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
No damage at the reservoir compartment (loose o-ring) noted during visual inspection. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. During visual inspection, corrosion was found on the battery tube assembly noted. The pump was cut open and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Cosmetic damage at the reservoir compartment (loose o-ring) of the pump was not confirmed. However, during visual inspection corrosion was found on the battery tube assembly, pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.